Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 15 mg/ml of dilaudid via an implantable pump for spinal pain. It was reported the patient's concentration had been changed to 4.4 mg/ml and at 0.83 mg/day. It was reported that during a pump refill on the day of the report, (B)(6) 2019, the fluid in the reservoir was very cloudy so the hcp did a saline wash and then the fluid was mostly clear but the hcp could see the fluid was still a little cloudy/foggy. It was reported the patient recently had a catheter replacement {please refer to manufacturer report number 3004209178-2019-16226 regarding this event}. The fluid in the reservoir had been there since (B)(6) of 2019. No symptoms were reported. Troubleshooting considerations were reviewed with the rep. The rep planned to confer with the hcp. No further complications were reported or anticipated.